Event description:
A customer reported an issue with a system during surgery. The reflux function could not be activated through the footswitch. The system did not give any error messages. The surgery was successfully completed without delay. There was no patient impact. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the system and footswitch were examined and the reported event was replicated. The footswitch cable (which belongs to the system) was replaced as a preventive measure. The footswitch and the system were both tested and found to meet product specifications. The system was met specifications at the time of release. A footswitch cable was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned cable was connected to a calibrated system for functional testing; the cable was found to meet specification. The continuity of the wires through the cable was then tested and wire 19 was found to be open; however, as wire 19 has no assigned function, it is not capable of causing the reported event. No problems were found with the product. Based on the information obtained, the root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
A service report has been performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).